Manufacturer narrative:
Investigation: the tubing set and packaging were received and the reported problem verified. A visual examination of the packaging found the seal opened on the right side of the package resulting in compromise to the sterility of the product. Further eval showed evidence that a seal existed to this area at some point. The time frame and cause of this failure was unable to be determined. A review of records at conmed linvatec shows this as the first reported event for this product with this failure mode.

Event description:
The distributor reported, that the packaging containing this sterile tubing set was open as a result of an improper seal, which resulted in compromise to the sterility of the product. This was observed during receiving and inspection of the product prior to shipment of the product to a healthcare facility. There was no injury or surgical delay as a result of this event.